Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced multiple low blood glucose (bg) levels as low as 36 (mg/dl) since (B)(6); however, no specific event dates were provided. Customer consumed carbohydrates to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering review of pump data showed multiple low blood glucose (bg) levels recorded each month starting in (B)(6) 2016. No drastic adjustments have been made to the customer's basal insulin rates. The customer's target bg level was increased from 100 (mg/dl) to 120 (mg/dl) in (B)(6) 2016. It is unknown why these low bg events occurred. Review of the logs do not support the cause to be a pump malfunction.